Event description:
It was reported that the patient believed either the right ventricular (rv) or right atrial (ra) lead had ¿gone bad¿. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).